Event description:
It was reported that during setup and testing prior to a surgical procedure at the user facility sparks came from the back of the unit. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.